Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning pump. The device was explanted and replaced. There were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Mechanical malfunction and incomplete inflation are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. Additionally, it is concluded that the cause of allegations cannot be established without product return. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning pump that remained pressed. The device was explanted and replaced. There were no patient complications.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning pump that remained pressed. The device was explanted and replaced. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. Under microscopic observation, the deflation ball and spring were found to be misaligned in the ms pump. The ms pump passed the leak test, and both cylinders passed visual inspection with no damage or abnormalities noted. Both cylinders also passed the leakage test. The ms pump failed the inflation test 1, deflation tests 1 and 2, and activation tests 2 and 3, and was unable to perform the valve active and de active state test, therefore functional testing was aborted. Based on the information available and analysis results, the allegation of mechanical issue and collapsed/dimpled/flat was most likely associated with the misaligned deflation ball/spring and the ms pump failing inflation test 1, deflation tests 1 and 2, activation tests 2 and 3, and being unable to perform the valve active and de active state test. A conclusion code of cause traced to component failure was assigned to this investigation.